Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. The complaint device was returned for investigation. The device was externally visually inspected and no defect was found. Functional testing was performed and the tests failed. The reported event was confirmed. The root cause was determined to be a defective transmitter. No additional patient or event information is available.